Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the curved bipolar dissector instrument sparked in the abdominal cavity. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the curved bipolar dissector instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector was analyzed, and the complaint was not confirmed by failure analysis. The instrument underwent external and internal visual inspection, no issues detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument passed the electrical continuity test. The instrument was fully functional. No recognition issues were detected during the failure analysis. No product issue was found.

Event description:
Refer to h11 for follow-up information.